Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer put pump into storage mode and reverted to an alternate form of insulin therapy. Customer's blood glucose ranged from 200 to >400 mg/dl. System check was performed with tandem technical support and follow up from tandem clinical diabetes educator indicated that customer will try different types of infusion sets to address the issue.